Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that premature deployment occurred. A 6 x 60 x 130 innova vascular stent was selected for the index procedure in the superficial femoral artery. During preparation, however, a kink was found in the distal end of the catheter which caused the crown of the stent to be exposed. The device never entered the patient. The device was exchanged for another of the same model to complete the procedure. No patient complications were reported.